Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen via implantable pump for intractable spasticity. It was reported that the patient was transferred from (B)(6) to (B)(6) and they did not have a provider there. The company representative (rep) stated that on the call, the physician read the pump on (B)(6) 2026 at 3:20 or 3: 32 am, it had the reservoir empty alarm. The rep asked if the pump should be filled. Additional information was provided from a healthcare provider via a company representative stated that the pump had run dried. The company representative (rep) stated that they filled the pump with 2000 mcg/ml of drug and did a bridge bolus. The drug concentration in the bridge is 4000 mcg, and the dose is 882 mcg/ ml. After 18 hours of the bridge bolus. The patient was presented as sedated and they were intubated. The physician was asking for options for cancelling the bridge. The technical services (tss) reviewed cancelling the bridge bolus and doing a side port procedure to remove the remaining drug in the catheter. The rep stated they will contact another field rep to reach out to hcp to assist with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information provided by a healthcare provider via a company representative indicated that they received a call from the emergency department, where a nurse practitioner reported that the pump was empty. The patient was new to the managing physician. After a bridge bolus was administered, the patient became sedated. The nurse practitioner attributed the symptoms to user error and a miscalculation of the bridge bolus dose. The patient¿s symptoms subsequently resolved, and the patient is currently doing well.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.